Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with episodes of bradycardia and pause episodes due to undersensing of qrs complex via merlin.net transmission. Review of the episodes revealed intermittent r-wave undersensing. Decreased r-waves were also noted. Programming changes were suggested, but not made yet. The patient was stable.